Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold on the top cover prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed antenna coil breaks and antenna shield wire breaks. In addition, broken electrodes were observed on the straight portion of the array. These are believed to have occurred during revision surgery. System lock was lost while manipulating the antenna coil. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock was verified during this analysis. This device had broken antenna coil wires, which was determined to have caused the loss of lock. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.